Event description:
It was reported the multifocal intraocular lens was explanted due to the patient's report of halos and glare. No patient complications. An alternate lens was implanted.

Manufacturer narrative:
(B)(4). Visual inspection of the optic took place and no optical deviations could be found. Manufacturing records were reviewed and showed no deviations. Halos and glare are a known and labeled possible side effect of all multifocal intraocular lenses. Our investigation identified no product deficiency suggesting this event was not caused by a deficient product. No patient complications. All information currently available is provided in this report.